Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a severe skin itch on the same day she inserted the sensor into her abdomen skin. Upon removal of sensor, patient noticed a large bump that continued to inflame and was increasing in size. Patient went to the emergency room and was given antibiotics which helped alleviate the inflammation. At the time of her call to dexcom technical support, patient was still using cgm but had switched from an abdomen insertion to an arm insertion and has never experienced the same skin irritation issues again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.